Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported that the pump did not correctly trigger "e4" (occlusion). Customer removed headset cannula and tried to deliver 3-4 units but no insulin came out of cannula and no "e4" was released. No adverse event alleged. A request was made for the return of the device.